Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller was calling for assistance with external equipment. During the call, the caller stated that the device never really worked and then clarified that the device worked at first, but then sometime after implant it started to not work. When asked, the caller stated they just wanted to be able to get to the bathroom before they'd go. Syncing with the programmer showed the stimulation was on. The caller wanted to increase stimulation and with assistance they increased, and it was confirmed to be comfortable in the bike seat area. The caller was on program 4 at .5 and increased to 1.6 and the patient was advised to give their body time to adjust to the new level and make more changes if necessary. The patient was redirected to their healthcare provider if the problem didn't resolve and to keep track of symptoms. Additional information received from the patient who mentioned the device wasn't really helping with their symptom control. The caller mentioned going to the healthcare provider's (hcp) office about three weeks ago and meeting with a manufacture representative (rep) who changed their programs. The rep recommended trying that setting for two weeks. After their two weeks were up last week, they decided to check therapy status and increase stimulation slightly, but it hasn't resolved their symptoms; they want to increase again. During the call, the patient said their device/stimulation was turned off and they don't remember turning it off. They were able to turn it back on to 1.6v on program 5 where they were comfortable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the stimulation got turned off due to the patient¿s ¿own fault.¿ in order to resolve the issue, the manufacturer representative went through the process of how to use the devices, including charging, which was very good, but the patient noted that they did not hear how to change the number in the middle, so they needed to check with the healthcare provider and see when she would be there again. No further patient complications are anticipated or expected as a result of this event.